Event description:
It was reported that during a hernia repair procedure, the seal was torn when they pushed a 4x4 sponge through the trocar. They completed the procedure with a new like device. There was no patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.